Event description:
It was reported that a perforation resulted after deployment of the stent in a saphenous vein graft. The pt became hypotensive, requiring pressor support medication. Three covered stents were deployed in tandem to seal the perforation; however, an atrial hematoma was identified and the pt was sent for emergent bypass surgery. The pt was discharged nine days later.